Manufacturer narrative:
The physical device was not returned for investigation. In the case description, it was mentioned that the user passed away due to diabetic ketoacidosis. Cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the last data point received by the controller from the pod was created at 04:48 on (B)(6) 2025. The phb data found that while the device was in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased. One automated delivery restriction alert was generated and acknowledged at 18:58 on (B)(6) 2025 and the user remained in manual mode for the rest of operation. While in manual mode, the system correctly delivered the user's manual input basal program. Review of the bolus records captured in the cloud during this period confirmed that the user was bolusing during this period and the boluses were successfully delivered as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after the delivery of each bolus. No evidence of a failure to deliver insulin or of any other issues with the system were observed in the available cloud data. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone phone_control_ios, cloud - omnipod 5 software app version 1.1.6, cloud - operating system 18.3, cloud - hardware iphone14.2, cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158

Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka) on (B)(6) 2025. The patient had a history of dementia and on an unspecified date in (B)(6) 2025, prior to dka, the patient had surgery to remove kidney stones. During all of this they had a caretaker to manage the patient¿s diabetes and severe dementia. On (B)(6) 2025, the patient¿s wife noticed her husband was in severe dka and called the patient¿s healthcare provider. The patient¿s blood glucose was reading ¿high¿ (>400 mg/dl) on their continuous glucose monitor. They were advised over the phone that they could either take the patient to the hospital to pass away, or the patient could remain at home and would pass away. They opted to keep the patient home, and he passed away on (B)(6) 2025.